Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. It was indicated that the patient experienced a loss or change in therapy. The patient reported that their bladder condition had been getting worse since last thursday and noted that they hadn't used their patient programmer (pp) to check the therapy settings. The patient was not feeling stimulation and therapy was confirmed to be on. The patient was assisted in using the pp to check the therapy status and the settings were found to be set on program 2 at .3 v with therapy on. The patient adjusted the stimulation setting to .8 v and was feeling stimulation. The patient was to follow up with a healthcare professional (hcp) if they continued to not get therapeutic relief. No further complications were reported or were expected.